Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and a deflection issue occurred as the catheter stopped deflecting half way through the procedure. The returned device was visually inspected upon receipt and it was found sensor sleeve (pebax) had a cut allowing reddish brown material inside which is why this complaint was reported to the FDA. A scanning electron microscope (sem) test was performed and results indicate that the external surface of the pebax exhibit evidence of scratches and puncture produced by an unknown object. An internal corrective action was created to address pebax damages. Continuing with the visual inspection peek housing and tip lumen transition was cracked with reddish brown material inside the area, with polyurethane (pu) peeling away from the peek housing. In addition, the tip lumen has bumps. During an x-ray analysis it was determined that t-bar was found slid and applied stress to the tip section contributing to the bumps observed and peek housing damages. Due to the t-bar being out of place, the deflection test failed. An internal corrective action was opened for the t-bar sliding down of its place. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint regarding a deflection issue has been verified.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter and a deflection issue occurred as the catheter stopped deflecting half way through the procedure. The catheter was changed and the procedure was completed with no patient consequence. This event was originally assessed as not reportable as the potential risk that it could cause or contribute to a serious injury or death is remote. The catheter was received by biosense webster failure analysis lab on october 13, 2015 and during visual inspection it was discovered that the sensor sleeve (pebax) was cut 1mm from proximal side of ring #1 allowing reddish brown material inside sleeve. The peek housing and tip lumen transition was also cracked with reddish brown material inside the area. In addition, polyurethane (pu) was peeling away from the peek housing with light reddish brown and light off white material inside the pu margin. Lastly, the tip lumen has bumps about 7.5mm from the transition with the peek housing with no metal exposed. Upon request, additional information was received on the findings. The catheter was withdrawn from the patient through the agillis 8.5f sheath without difficulty. This was not the condition of the catheter prior to use. The condition was not noted upon withdrawal or prior to sending the catheter back for analysis. Due to the analysis findings, this complaint has been reassessed as MDR reportable based on the loss of catheter integrity within an area that would be exposed to the patient due to the cut on the pebax. The other findings are not MDR reportable as they pose low risk to the patient. However, additional analysis is needed to confirm the pu peeling. If this finding is confirmed, it is also indicative of a reportable finding as it could potentially harm the patient if it is dislodged. The awareness date for this record is october 13, 2015 because that is when the damage was discovered.

Manufacturer narrative:
An update has been made to the product analysis conclusion as some additional investigation was performed on the returned device. The returned device was visually inspected upon receipt and it was found sensor sleeve (pebax) had a cut allowing reddish brown material inside. A scanning electron microscope (sem) test was performed and results indicate that the external surface of the pebax exhibit evidence of scratches and puncture produced by an unknown object. An internal corrective action was created to address pebax damages. Continuing with the visual inspection, the peek housing and tip lumen transition was cracked with reddish brown material inside the area, with polyurethane peeling away from the peek housing. In addition, the tip lumen had bumps. During an x-ray analysis it was determined that t-bar had slid down and applied stress to the tip section contributing to the bumps observed and peek housing damages. Due to the t-bar being out of place, the deflection test failed. An internal corrective action was opened for the t-bar sliding down of its place. Further investigation revealed that the catheter pebax area had mechanical damage and deformation consistent with damage observed on an entangled device. However, this issue was not reported on the original complaint nor was confirmed on the subsequent follow ups. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint regarding a deflection issue has been verified. Manufacturer's ref. No: (B)(4).